Manufacturer narrative:
(B)(6). Investigation summary:bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for red cell hangup with the incident lot was observed. Investigation conclusion:based on evaluation of the customer photos, the customer¿s indicated failure mode for red cell hangup with the incident lot was observed. Root cause description:based on the investigation, a root cause could not be determined; however, there is a potential link between tubes of this material and red cell hangup. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes had red cell hang-up issue. There was no report of medical intervention or serious injury.